Event description:
It was alleged that the medi-therm blanket was leaking during use. Further information has not been provided.

Manufacturer narrative:
A cause for the device leak could not be confirmed as the blanket was not made available for evaluation. The blanket involved in the alleged event was disposed of by the customer.

Event description:
It was alleged that the medi-therm blanket was leaking during use. Further information has not been provided.